Event description:
Lift was being used to transfer the resident from her wheelchair to her bed. She leaned forward throwing off the balance therfore causing lift to tip. The staff gently assisted her to the floor. However, the resident received a small injury to her hand from lift requiring sutures.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.